Event description:
It was reported that the emergency room staff reported a staff reported a patient death associated with a suspected device malfunction, where the device would not infuse faster than 10 minutes. The staff does not believe the death was due to the slow infusion of blood, but they believed the device malfunctioned in that it was not infusing rapidly as they expect to infuse a unit of blood in 1 to 3 minutes. The complaint could not be confirmed because the device was not returned, and there was insufficient objective information (photos/logs/history) to determine probable cause or failure mode. Medical causality / relatedness assessment patient outcome severity: death. Causal relationship to device performance: indeterminate based on currently available information. Rationale: 1. The only clinical linkage provided is a temporal association and an allegation of slower than expected infusion; the reporter also stated staff did not believe the slow infusion caused the death. 2. The absence of device return, and objective device data (logs/alarms/service history/photographs) prevents confirmation of malfunction, identification of failure mode, or assessment of whether device performance deviated from specification versus external factors. 3. The absence of patient level clinical details prevents evaluation of biological plausibility and dose /time response (i.e., whether transfusion delay could reasonably have contributed to the death in this specific case).

Manufacturer narrative:
The complaint could not be confirmed because the device was not returned, and there was insufficient objective information (photos/logs/history) to determine probable cause or failure mode. Medical causality / relatedness assessment patient outcome severity: death. Causal relationship to device performance: indeterminate based on currently available information. Rationale: 1. The only clinical linkage provided is a temporal association and an allegation of slower than expected infusion; the reporter also stated staff did not believe the slow infusion caused the death. 2. The absence of device return, and objective device data (logs/alarms/service history/photographs) prevents confirmation of malfunction, identification of failure mode, or assessment of whether device performance deviated from specification versus external factors. 3. The absence of patient level clinical details prevents evaluation of biological plausibility and dose /time response (i.e., whether transfusion delay could reasonably have contributed to the death in this specific case).